Manufacturer narrative:
On 16 june 2017 the medical affairs performed a clinical evaluation and commented as follows: a tlif lumbar cage backed out from l3-l4 few months after surgery. Supplemental posterior stabilization was also applied at the time of primary surgery. The reasons for the cage backing out are not known. Cage backing out from intervertebral space is a possible adverse event following interbody stabilization, described in literature. It can be caused by many factors, including insufficient thickness of the chosen cage, suboptimal insertion, and others. There is no ground to suspect a defective device. Batch review performed on 26 june 2017. Lot 133141: (B)(4) items manufactured and released on 24 september 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 28 june 2017 the r&d project manager performed a preliminary investigation based on the available images and commented as follows: from the pictures enclosed in the complaint it is not possible to notice any deformation of the cage. Also the connection with the related instrument seems to be good. Based on the pictures there are no signs of mechanical neither functional failures. Not available.

Event description:
The patient came in complaining of left leg pain. A CT-myelogram showed the cage at l3-4 backed out. The surgeon planned to revise the patient at l3-4. If the cage had been loose, it would have been replaced with a larger one which would be implanted deeper (followed by compression on the l3-4 screws). If the cage had already begun to fuse, the protruding part would have been removed with the high-speed drill. At revision surgery, the surgeon removed the cage and closed the patient up. The surgery was completed successfully. In the future, the surgeon plans to implant another cage. X-rays are available, explants are not available.